Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03157.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03157. The patient reported no longer receiving stimulation and experiencing auto-reduction. Diagnostics showed high impedance values for the scs lead(s). An sjm representative was unable to resolve the issue with reprogramming. Per the physician, x-rays revealed what appears to be fractures in both leads. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03157.

Manufacturer narrative:
Results: the complaint of ¿lost stimulation, autoreducing¿ was confirmed. As received, both leads were kinked with all internal wires broken approximately 16.5cm from the stimulation end. Both had cam impressions from a swift-lock anchor on the outer tubing. The location of the fractures corresponded to the proximal end of the swift-lock anchor. The fractured leads could have contributed to the reported no stimulation or autoreducing, as the leads could have made unintentional contact as they were stressed. As there was no breach of the outer tubing, and invalid impedance was observed prior to the revision, the fractures corresponds to the proximal end of the swift-lock anchors while they were inside the patient. Both swift-lock anchors functioned as intended. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03157. Additional information received identified the patient's leads were explanted and replaced. The issues resolved with the surgical intervention.